Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during drain 4 of his peritoneal dialysis treatment he was receiving an "m31 air detected in cassette warning." The patient cancelled treatment and when he removed the cassette there was fluid leaking. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient noticed fluid leaking from the cassette and cassette door. Per pdrn the patient indicated there was no observation of a fluid leak during treatment. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the sample had been discarded and was no longer available for evaluation.

Event description:
A peritoneal dialysis (pd) patient stated during drain 4 of his peritoneal dialysis treatment he was receiving an "m31 air detected in cassette warning." The patient cancelled treatment and when he removed the cassette there was fluid leaking. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient noticed fluid leaking from the cassette and cassette door. Per pdrn the patient indicated there was no observation of a fluid leak during treatment. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the sample had been discarded and was no longer available for evaluation.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacture r. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during drain 4 of his peritoneal dialysis treatment he was receiving an "m31 air detected in cassette warning." The patient cancelled treatment and when he removed the cassette there was fluid leaking. Follow-up was made with the pd patient's clinic registered nurse (rn), who stated the patient noticed fluid leaking from the cassette and cassette door. Per pdrn the patient indicated there was no observation of a fluid leak during treatment. Per pdrn the patient was not required to come into the clinic due to the reported fluid leak and no prophylactic medication was provided. Per pdrn the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the sample had been discarded and was no longer available for evaluation.